Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was missing, the display glass and battery compartment were cracked and the battery latch was broken. Functional testing could not duplicate the reported issue. The pump was found to be operating properly. The display glass and battery compartment were replaced. As the device is beyond a year from manufacture and with no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device had not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
D4 (UDI) and g5 are unknown; no further information provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the battery exploded during operation. No patient injury reported.